Manufacturer narrative:
Follow-up #1: date of submission 01/30/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/07/2017 with the following findings: a review of the black box showed a call service 078 alarm. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms were emitted. The complaint of a call service 78 was unable to be duplicated. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.